Manufacturer narrative:
It was reported that the ventilator generated technical error codes indicating a power error and a barometer error. The field service engineer resolved the issue by re-seating the monitoring printed circuit board. The ventilator we returned to customer after passed tests. No part was replaced and no further issues have been reported. The evaluation of received device logs confirms the reported technical error codes on the reported date of event. If the indicated fault condition occurs during ventilation, ventilation will stop and audio-visual alarms are generated. In general, if an internal power failure occurs during ventilation, it may lead to stop of ventilation. Alarms will be generated. The reported problem could be confirmed in received device logs and was resolved by re-seating the monitoring printed circuit board. No part was replaced.

Event description:
Manufacturer ref.#: (B)(4).

Event description:
It was reported that the ventilator generated a technical error code indicating a power error. The patient involvement is unknown. Manufacturer ref.#: (B)(4).